Event description:
Customer's sister reported that his nurse got a reading of 287 mg/dl on a competitor meter and he got a reading of 194 on his freestyle flash meter. He then reported experiencing symptoms of "low blood sugar". The sister stated he "got out of bed to go to the kitchen to get something and fell down." He called out to his sister and when she replied it was difficult for him to respond and had slurred speech. His sister called the paramedics and he was transported to a local hospital and diagnosed with hypoglycemia. The customer was treated with an injection, however, he does not recall the type of medication used. There was no report of death or permanent impairment in this case.

Manufacturer narrative:
The product has been requested for investigation and a follow-up will be submitted once results are available.